Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 4 months post implantation. The insert had spun out and the knee was articulating metal on metal. It was noted that the patient experienced pain and swelling.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. H6: proposed component (annex g) code is mechanical (g04) - femur. No product was returned. Review of the provided photos identified: wear to the tibia and femoral components that is visually consistent with metal to metal contact with bio-debris present and damage to the articular surface consistent with use with bio-debris present. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records (operative notes) were not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty with metal on metal appearance of the lateral compartment, narrowing of the medial compartment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03472

Event description:
It was reported that the patient underwent a knee revision approximately 4 months post implantation. The insert had spun out and the knee was articulating metal on metal. Attempts have been made and no further information has been provided.